Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder device was removed less than one month post implant due to infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.